Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ca5gbgn, manufacturing date: 02/11/2010, expiration date: 06/30/2015. Batch bh5brcn, manufacturing date: 07/22/2009, expiration date: 12/31/2014. Batch cg5dlpn, manufacturing date: 07/07/2010, expiration date: 06/30/2015. Batch ck5btrn, manufacturing date: 09/22/2010, expiration date: 12/31/2015. Batch ca5gzbn. In addition, a review of the batch manufacturing records for batches ca5gbgn, bh5brcn, cg5dlpn and ck5btrn were conducted and these batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010 and suture was used. Four days later, the patient felt the suture break and the suture was completely broken in the middle. A re-operation was performed on (B)(6) 2010. No additional information was provided.